Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be used to treat obstructive jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, outside the patient, the handle was pulled back to adjust the length of the black inner core at the front end. However, the steel-wire-guided inner core fractured, preventing the black inner core from being adjusted. Another advanix biliary stent with naviflex delivery system was used to complete the procedure. There was no patient complications related to this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results, which revealed that the guide catheter was bent and detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. The advanix-naviflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found the guide catheter bent and detached. The push catheter suture hole was torn, and stent was detached at the push catheter suture hole. No other problems were noted to the stent and delivery system. The reported event of suture break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.